Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Failure analysis of the device revealed that the controller passed visual inspection and functional testing. The controller was able to properly display all parameters on the controller led display and when connected to a monitor. Log file analysis revealed a controller fault alarm had occurred on (B)(6) 2017, indicating a fault in the analog-digital converter voltage reference. Log files were showing invalid values of 32767 for current, power and flow. The pump motor controller (pmc) status revealed that the pump was running and did not stop. A controller fault alarm of this type occurs if the pump motor controller's (pmc) analog-to-digital converter (adc) reference voltage is more than ±10 % from the expected voltage. An analog-to-digital converter provides an isolated measurement that converts an input analog voltage to a digital value proportional to the magnitude of the voltage. When this type of controller fault alarm occurs, parameters that depend current measurements are disabled to avoid giving false information. This includes power, flow and related alarms; as a result, the alarm message on the controller will read "controller fault, call: alarms off". The motor voltage readings during the event were within an expected range; this indicates that the reference voltage was most likely just over or under the limit. The controller fault alarm did not occur again. Additionally, the controller passed functional testing when evaluated. The most likely root cause of the reported event can be attributed to the pump motor controller's adc voltage reference that was outside the expected limit. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was stated from the site that today the patient's controller did not display the no flow and no power consumption, even when connected to the monitor the controller was not able to see these values. It was decided to download logs but that failed too, they tried several times, even deleting all the files and tried again, which failed. There were no effect on the patient and the pump was running. An elective controller exchange was performed and the issue was resolved. No additional information available.